Event description:
Terumo medical corporation received the following reported information: once the sheath of the angio-seal had entered the targeted artery, the doctor noticed blood came out from not only the usual blood drip hole on the locator but another location as well. He stated that it was rather unusual to see blood out from two locations. There was no blood loss. Additional information was received on 05nov2025: the other location that blood was observed to be coming from was the opposite side of the original blood drip hole. The procedure for the patient prior to the use of the angio-seal closure device was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by a prostyle. The patient was stable. There was no noticeable damage on the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, guidewire, arteriotomy locator, hemostasis sheath, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition as there are visible signs of blood. The hemostasis sheath and locator appear to be fully mated. The distal tip of the locator appears to be unobstructed. The blood outlet hole on the locator also appears to be unobstructed. Functional testing was performed by attempting to pass water through the assembly to test for any issues with fluid flow with the returned sample. No issues were noted during functional testing and water was able to pass through the assembly without issue. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample underwent functional testing and was confirmed to be operating as intended. Therefore, the complaint cannot be confirmed for blood return issues. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).